Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5054-58 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the atrial lead exhibited high impedance, high thresholds, noise and oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.